Event description:
Customer reported the system displayed an error during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a generator calibration and a filament calibration. System operates as intended.